Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir and high blood glucose. The customer's blood glucose level at the time of incident was 424mg/dl. The customer states they continue to change out their reservoir, but their levels continued to fluctuate. The customer was assured their reservoirs were not part of the recall. The customer felt comfortable and the call was ended.